Event description:
It was reported, when the client performed PICC catheter placement, the pre-flushing of the catheter revealed that the catheter was leaking at the tip of the catheter and had a small eye with a sand hole, and then a new catheter was replaced for placement. The patient was unaffected. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong PICC was returned for evaluation. An initial visual observation of the video showed a groshong PICC being infused with a clear liquid and multiple leaks were observed in the catheter tubing near the proximal end of the catheter. Liquid was also observed being flushed through the valve. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.